Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the isd board and the fuse for the x-ray tube fan. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the sys monitor would not power up and the x-ray tube fan was inoperable. No pt injury was reported.